Event description:
It was reported that when using the BD Pyxis¿ Anesthesia Station ES Biometric identifier scanner was taking up to 20 seconds to read fingerprints for staff login and required scanner driver reinstallation. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.